Manufacturer narrative:
Na.

Event description:
The initial reporter received a questionable elecsys toxo igm (toxo igm) result from one patient sample tested on the cobas e411 rack. The initial result was not reported outside of the laboratory. On (B)(6) 2022, the initial result of the initial sample was 3.9 coi. On (B)(6) 2022, the repeat result of the initial sample was 0.349 coi. The result of a new patient sample was 0.347 coi. The reagent lot number is 628481. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined that the customer does not replace the pinch valve (pv) tubings. Product labeling states "periodic maintenance actions software version 03-02 or later if the pinch valves do not have black dots on them: - every month if the system is run in sample reception mode. - every two months if the system is not run in sample reception mode." "Software version 03-01 or earlier: every month if the system is run in sample reception mode. Every two months if the system is not run in sample reception mode" the investigation determined that the issue was consistent with a maintenance issue at the customer site.